Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. It is unknown if the transmitter was snapped into the sensor pod when the sensor was removed. Patient's mother was not able to locate any portion of the sensor wire. No additional event or patient information is available. A photograph was provided for investigation. The alleged malfunction was confirmed. A root cause cannot be determined.